Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump's display was blank. Blood glucose level at the time of the incident was 130 mg/dl. During troubleshooting, the customer was unable to get the display to return. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
Insulin pump was received with blank display due to moisture damage at electronic assembly. Also, moisture damage motor during visual inspection. Unable to perform operating currents, self-test and displacement test due to blank display. Insulin pump was received with minor scratched lcd window, cracked case at the display window corners, cracked lcd window, cracked belt clip slot, cracked battery tube threads, stained end cap sticker, stained address/serial number label and cracked reservoir tube lip.